Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient. The patient was taking hp ergo, teal/clear (humapen ergo, teal/clear) lot 230403, for treatment of diabetes mellitus beginning on approximately three years ago, 2003. Approximately 2006, three years after the beginning of treatment, the patient complained that the cartridge holder was not fixing to the pen and that both clear cartridge holder engagement tabs were broken. The hp ergo, teal/clear complaint is associated with cid00462772. The operator of the device is unk. The operator was trained. It was unk for how long this device model had been used. The operator has used the reported device for approximately three years. The return of the device is anticipated. It was unk if the hp ergo, teal/clear was discontinued or switched to new device. Update on 09-jan-2007. Additional information received on 02-jan-2007 from quality control. Added in narrative that the teal/clear cartridge holder showed both cartridge holder engagement tabs broken. Updated narrative.

Manufacturer narrative:
Investigation in progress.